Event description:
It was reported that the bd maxzero¿ zero reflux IV connector experienced component separation. The following information was provided by the initial reporter: connecting the syringe to it is a challenge, because without a luerlock head, the syringe will not stay in place.

Manufacturer narrative:
A mz1000 product was not available for investigation; however the customer indicated the complaint sample was from lot 22036344. The feedback provided by the customer indicates connection issues were detected during use of the maxzero device with unknown luer slip syringes. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22036344 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note, in this instance the user facility has opted to use a luer slip syringe therefore the connection to the maxzero valve is a friction fit and relies on the user ensuring that the syringe is securely fitted before use. As stipulated in the user instructions a luer slip syringe should not be left unattended. The directions for use states that ¿if syringe has a luer slip, insert and rotate ¼ turn clockwise to secure connection. Do not leave luer slip unattended¿. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.